Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted. No additional adverse patient effects were reported. Additional information was received which indicated that, the system was explanted due to high impedance. When the system was explanted the electrode, which was sent back with the device for analysis, was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an alert due to high system impedance out-of-range of over 400 ohms. Technical services reviewed the case and recommended troubleshooting options to confirm the exact reason of this high impedance measurement. This s-ICD remains in service and no adverse patient effects were reported. Additional information was received which indicated that, the system was explanted due to high impedance. When the system was explanted the electrode, which was sent back with the device for analysis, was fractured. No additional adverse patient effects were reported.